Event description:
Healthcare professional reported "[patient] want to remove the capsules that are hurting [her] a lot and [patient] want to change implants", "implant damage" and "grade IV capsular contracture as well as the presence of calcifications". Later healthcare professional reported "only the [contralateral] one was damaged". This record is for the left side. Device has been explanted. Patient underwent total capsulectomy and has taken lanzoprazolo.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade IV.